Manufacturer narrative:
The impella lp5.0 was received and a failure investigation was completed. Data log analysis and simulated use testing found pump had performed within specification. The cause of the reported air embolism was unable to be determined. A review of the device history record found no manufacturing issues or reworks related to this failure mode for any pump in this lot. There are no other complaints for this lot with other pumps associated with this failure mode.

Manufacturer narrative:
The impella lp5.0 and console data logs were received by the customer and an investigation is underway. A supplemental MDR will be filed with the results of the analysis.

Event description:
The complainant reported a (B)(6) year old female asian presenting with myocarditis. The impella lp5.0 pump was inserted for cardiac support, however, air was found in the patient's left ventricle when the device was turned on. No adverse effects or additional intervention was reported, as a result.